Event description:
Additional information was received from the patient. They had tingling in their groin when they got the trial. All of a sudden it stopped. They thought they broke the wire the day after. They thought it might have happened the first night when they were getting into bed, or the next morning when they got up and it was tangled in their underwear. They sent a text to their manufacturer representative (rep) and the doctor on (B)(6) at 3 am. They were having mild vibrations in the groin. On (B)(6) 2024 they replaced the lead and continued the trial.

Manufacturer narrative:
Continuation of d10: product ID: neu_unknown_lead, lot# unknown, explanted: (B)(6) 2024, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for fecal incontinence. It was noted that the patient's trial started on (B)(6) 2024. It was reported that the patient lead was broken or damaged. They stated that the wire was broken but did not specify. They cause was not known. This issue was on going. A re-trialwas planned or attempted.

Manufacturer narrative:
Continuation of d10: product ID 305901, lot# unknown, explanted: product type screening device section d information references the main component of the system. Other relevant device(s) are: product ID: 305901, serial/lot #: unknown, ubd: , UDI#. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.